Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: implantable pacing lead-atrial. This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. The baseline gender/age for the patients represented in the article is male/(B)(6). The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Possible models involved could include d154awg and/or d154vwc. No further information is available. Referenced article: a prospective randomized trial of single- or dual-chamber implantable cardioverter-defibrillators to minimize inappropriate shock risk in primary sudden cardiac death prevention. Europace. 2014;16(10):1460-1468. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were patient deaths referenced. There were also patients with inappropriate shocks, infection/erosion, pericardial effusion, phlebitis/thrombosis/embolism, and cerebral vascular accident (cva)/transient ischemic attack (tia). There were also reported device-related ventricular lead dislodgements, and atrial and ventricular oversensing, and atrial failure to capture observed. There is no allegation that the deaths were device-related. The status of the device is unknown. No further information is available. No further patient complications have been reported as a result of this event.